Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm, failed battery test, time/clock anomaly or rewind anomaly were noted. (B)(4).

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm, failed battery test, time or clock anomaly or rewind anomaly were noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that light button has to be pressed hard to work and insulin pump¿s clock was slow. Customer stated that display was scratched, had rejected batteries, insulin pump took longer time to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.